Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mass ("I delovloped a lump"), burning sensation ("burning toes"), back pain ("lower back pain"), pain in extremity ("leg pain"), inflammation ("back inflammation") and menorrhagia ("extremely excessive bleeding and clots"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, mass, burning sensation, back pain, pain in extremity, inflammation and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, burning sensation, inflammation, mass, menorrhagia and pain in extremity to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: mass, burning toes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received events " back inflammation, back pain, leg pain, abdominal pain lower, excessive bleeding" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.